Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced sustained low blood glucose at dinner, with a trend low for about an hour and a most recent reading of 40 mg/dl; the patient appeared sleepy, and oral glucose was used to treat the event. Symptoms included hypoglycemia and sleepiness/drowsiness. Outcomes included serious injury/illness/impairment and unexpected medical intervention requiring medication. Investigation included communication/interviews and analysis of information provided by a user or third party. Investigation of this case revealed no findings available, and there was insufficient information to determine a specific medical device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.